Event description:
It was reported that during an ablation procedure with an intellanav mifi open-irrigated ablation catheter, while mapping, the irrigation port of the catheter broke. No patient complications occurred and the procedure was completed with the device. No further information was provided. The device was returned to boston scientific and is pending analysis. It was further reported that no error messages were displayed. Fluid was leaking from the irrigation port because it was totally separated from the handle. The pump and generator in use were not boston scientific products. The flow rate was set at 30 ml/min.

Manufacturer narrative:
The device was returned to boston scientific for analysis. Analysis confirmed the reported failure, the luer fitting was separated from the irrigation tubing and was not returned with the device. The adhesive and irrigation tubing were torn open at the proximal (narrowest) side of the adhesive joint securing the tubing to the luer fitting. Dried body fluid was found on the handle, main shaft and distal end. Dried saline was found on the handle and distal end. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism.

Event description:
It was reported that during an ablation procedure with an intellanav mifi open-irrigated ablation catheter, while mapping, the irrigation port of the catheter broke. No patient complications occurred and the procedure was completed with the device. No further information was provided. The device was returned to boston scientific and is pending analysis. It was further reported that no error messages were displayed. Fluid was leaking from the irrigation port because it was totally separated from the handle. The pump and generator in use were not boston scientific products. The flow rate was set at 30 ml/min.

Event description:
It was reported that during an ablation procedure with an intellanav mifi open-irrigated ablation catheter, while mapping, the irrigation port of the catheter broke. No patient complications occurred and the procedure was completed with the device. No further information was provided. The device was returned to boston scientific and is pending analysis.